Manufacturer narrative:
This report is submitted on august 7, 2020.

Event description:
Per the clinic, the patient experienced pain with device use, and was treated with oral antibiotics (specific date and duration not reported). The symptoms resolved, and the patient resumed use of the device. The implanted device remains.